Event description:
The customer stated that only part of the numbers on the display are working. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation, and a replacement was provided. The customer was invited to call with future questions/concerns.